Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted an incomplete pouch seal. There was evidence of transfer on the clear side of the pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of a minicap extended life pd transfer set was damaged (opened). This was found prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.